Event description:
It was reported that the customer's pump was not charging. There was no reported adverse impact to the customer¿s blood glucose level. Technical support attempted to troubleshoot by plugging the pump in with different cables, but it still didn¿t start, indicated by the absence of colored flashing lights, leading to a plan to return the pump for further inspection on 29-09-2025.